Event description:
It was reported that the device was explanted due to failure to establish telemetry, and a failed magnet test. No response was observed when the magnet was applied. No patient complications were reported as a result of this event. Further information received with the device noted device end of life.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: testing revealed a no output and no telemetry condition. The no output and no telemetry conditions were the result of lifted output bond wires.